Event description:
Reporter indicated that a new vns generator could not be interrogated during an initial implant surgery. The generator was never used and the patient was implanted with a different generator without incident. The non-communicative generator has been requested for return but has not yet been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.